Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16473. Related manufacturer reference number: 1627487-2021-16474. Related manufacturer reference number: 1627487-2021-16475. It was reported that the patient is experiencing ineffective therapy. Surgical intervention is anticipated.

Event description:
It was reported that the patient underwent a system explant on (B)(6) 2021. Fragments of the leads that were not in the ipg pocket were left implanted in the patient. No further intervention is currently planned.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.